Manufacturer narrative:
(B)(4). Date sent: 9/13/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The batch/lot number received for the product involved in this complaint was not valid. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information was requested and the following was obtained: were clips malformed? What is correct lot number as p4re07 is an invalid lot number? Surgeon advised that he may have had the end of the ligamax inside the trocar sleeve, so that when he squeezed, it would not open up.

Event description:
It was reported that during a lap bilateral inguinal hernia, clips would not deploy properly when trigger was squeezed no ae to patient. No delay to procedure.

Manufacturer narrative:
(B)(4). Batch # p91v1x. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.